Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Healthcare professional additionally reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease fold and one opening curved on the anterior. Leak test and microscopic analysis was performed which identified: crack valve, one opening sharp on the plug strap bond edge and one opening striated on the anterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the plug strap bond edge assessed as an unidentified (tear) opening. A cracked valve seat diaphragm valve. One striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Healthcare professional additionally reported right side deflation. Device has been explanted.